Manufacturer narrative:
Updated field: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Laboratory data updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0012164307); product type: 0195-heart valves product ID d-evolutfx-2329 (lot: 0012156788); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had an annulus perimeter of 63mm, a narrow sinus of valsalva (sov) and narrow sinotubular junction (stj). There was therefore a risk of coronary artery occlusion, so a 23mm valve was selected. When the valve was deployed to the point of no return at an implant depth of 3mm on the non-coronary cusp (ncc) and 2mm on the left coronary cusp (lcc), moderate-severe paravalvular leak (pvl) was observed. It was determined that further expansion and pvl reduction could not be expected, so the valve was recaptured and replaced with 26 mm valve. The replacement valve was placed without complications. No additional adverse patient effects were reported.